Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed during the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that the patient received a treatment from the lifevest.

Event description:
The patient's equipment was returned and downloaded. There is no indication based on the download data that the patient received a treatment from the device. A us distributor contacted zoll to report that a patient alleged being burned after allegedly passing out and receiving an alleged treatment approximately three weeks prior to (B)(6) 2017. The patient reported feeling the vibration and the defibrillation but did not hear any alerts or alarms. Review of the download data does not indicate any treatment event. In fact, there is no evidence that the lifevest was active after (B)(6) 2017. The patient's nurse examined the area and noted no visible burn, only a slight discoloration. The event is being reported out of an abundance of caution.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) are underway. The reported problem (treatment event) is being investigated.

Event description:
A us distributor contacted zoll to report that a patient alleged being burned after allegedly passing out and receiving an alleged treatment approximately three weeks prior to (B)(6) 2017. The patient reported feeling the vibration and the defibrillation but did not hear any alerts or alarms. Review of the download data does not indicate any treatment event. In fact, there is no evidence that the lifevest was active after (B)(6) 2017. The patient's nurse examined the area and noted no visible burn, only a slight discoloration. The event is being reported out of an abundance of caution.